Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-01181. This complaint will be closed as duplicate.

Event description:
It has been reported to philips that the allura system could not boot up, the timer got stuck at 00:00. The system was not in clinical use and no harm has been reported. This is a reoccurrence of philips reference #(B)(4) , which occurred on(B)(6)2023 . On (B)(6)2023 , the flexvision pc and media wall pc were replaced. The customer reported that on (B)(6)2023 , the issue reoccurred. The flexvision pc did not boot up together with the system and had to be activated manually. A philips service engineer replaced the flexvision pc again on (B)(6)2023 , and the system was returned to use in good working order. Philips is further investigating this issue.